Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the earth ground resistance test, with a measured value of 0.50 ohm. The passing specification for this test is <0.1 ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed. The cause was component failure. The battery was changed, which resolved the issue. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the earth ground resistance test, with a measured value of 0.50ohm. The passing specification for this test is <0.1ohm. No patient involvement was reported.